Event description:
Nellcor puritan bennett received a call from a rep of facility on 4/12. Facility called to report the following problem: customer is stating download showed 2 apnea events and the mother is claiming the unit did not alarm for apnea.